Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Physician reported ruptured device. The device was explanted and replaced with a non-allergan device. Side unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant is in the future.

Event description:
Physician reported ruptured device of an unknown side. The device remains implanted.